Event description:
Information was received from a consumer and a health care provider regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome/ and non-malignant pain. It was reported that the patient's stimulation never worked for them. The patient stated that the stimulation never controlled the symptoms and was removed and replaced with a pump. The patient's healthcare provider stated that the device was removed and all the leads moved and were pointing down. The leads were not able to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.